Event description:
A physician reported that a patient experienced corneal burn during surgery. The procedure details and patient impact were not reported. Additional information received that aspiration failure and thermal burns occurred during surgery. The patient was sutured and surgery was completed after replacing the product with another one. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The video attached to the parent file was reviewed by the manufacturing site. Video shows cataract surgery with phaco tip entering the eye and lens material turning white. Reported issue cannot be confirmed from video. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).